Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the lightsource optical wheel is damaged. The wheel keeps hitting the switch and the light never comes on. There are no e-1 error messages reported.